Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, when hemostatic valve failure was observed. Immediately after inserting the catheter, it was observed that air was coming in the valve. As a result, the sheath was replaced and the procedure was completed. Additional information was received indicating that the brim cap/hub did not become detached from the sheath. The sheath was being used on a patient. There was no blood return. A bsj transseptal needle, nrg-e-hf-71-c1-j was used.

Manufacturer narrative:
On 8-jan-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 8-feb-2024, the product investigation was completed. It was reported that a patient underwent an unspecified procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small, when hemostatic valve failure was observed. Immediately after inserting the catheter, it was observed that air was coming in the valve. As a result, the sheath was replaced and the procedure was completed. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device number lot 00002420 and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The optimal device performance guide (odp) contains the following caution: always insert a dilator straight into the center of the sheath's valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).